Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pulse generator change and lead revision procedure. It was noted that the right ventricular lead had exhibited high pacing lead impedance. On (B)(6) 2021, the lead was capped and replaced.

Event description:
New information received notes the patient was in stable condition throughout the procedure.